Manufacturer narrative:
Investigation results: a (B)(6) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 23105040. The customer reported that they were unable to disconnect the product. As part of the investigation, the customer provided photographs and videos of the affected sample; analysis of these confirmed the customer's experience of the maxplus being unable to disconnect from the connecting luer. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 23105040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the (B)(6) product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxplus needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim: after connecting the cvc conduit, it appears that the fitting will not unscrew

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed